Event description:
It was reported that during an esplectomy procedure, the clip did not close correctly. They stayed open and malformed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.